Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the right atrial lead exhibited over-sensing of noise resulting in inhibition of pacing. The lead was capped and replaced on (B)(6) 2020. The patient was stable throughout the procedure.